Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the evaluation of the device, the service repair technician team indicated that adhesive around the objective lens was peeled. There was no patient involvement.